Event description:
Clinical report states the patient was revised due to spin out.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. A search of the complaint database did not reveal any other reports for the reported product lot number. The investigation could not verify or draw any conclusions about the root cause of the reported event. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated.